Manufacturer narrative:
(B)(4).

Event description:
It was initially reported on (B)(6) 2011 that the patient was receiving uncomfortable stimulation in the wrong location and was not getting therapeutic effect. On (B)(6) 2011, it was reported the patient still had concerns with their device, but was working with a manufacturer representative. On (B)(6) 2011, the patient's health care provider stated the patient was scheduled to have a revision on their system. It was not known if the patient had followed through with the revision. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the patient's lead was revised on (B)(6), 2012 because it had moved. The patient thought that she may have pulled the lead out of place while returning home after her original implant, as she reported never having therapeutic effect. The patient had increased stimulation to hopefully get relief, and could feel stimulation in her right cheek, but stated that it was uncomfortable. It was noted that the patient had never been programmed, and was in the process of scheduling an appointment for programming.

Event description:
Additional information showed the patient was scheduled for a lead revision on (B)(6) 2012.

Manufacturer narrative:
Programmer: 3037 patient interstim slim - serial # (B)(4), 3889-28 - tined lead: 3889-28, interstim, us 28 cm - lot # v675653.